Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8737-38, batch 1392008 hexalobe driver was received for investigation. Visual inspection identified that the drive geometry had fragmented at the tip of the device. It was determined that approximately 3.56mm of the driver tip had broken off, as the fragment itself was also returned along with the driver. The breakage point along the driver tip was noticeably twisted, indicating that the break had occurred as the driver was being torqued. Material analysis concluded that the driver met all as-received specifications. As such, the observed condition is consistent with over-torquing the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a foot metal removal the screw driver broke off inside the patient. The surgeon was able to retrieve the part out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.